Manufacturer narrative:
The guide wire was returned without the original oad. The initial visual and tactile examination of the guide wire revealed that the guide wire shaft and spring tip were damaged and deformed. The guide wire shaft was bent and curled up proximal to the spring tip solder bond. Additionally, the spring tip exhibited a knot with the proximal spring tip coils slightly stretched. No biological material was observed on the spring tip or shaft. The outside diameter (od) of the proximal spring tip solder bond was measured using a calibrated dial caliper and met the drawing specification. The length of the guide wire also met the drawing specifications. There was no other damage or abnormalities with the device or its components that would have contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the peroneal artery becoming occluded could not be determined. (B)(4).

Manufacturer narrative:
Device evaluation is in process, but is not yet completed. A supplemental report will be submitted for device analysis. (B)(4).

Event description:
It was reported the during a peripheral orbital atherectomy procedure, the peroneal artery became occluded using a csi orbital atherectomy device (oad). The target lesions totaled 5cm in length, were 80-90% stenotic, and were located in superficial femoral artery (sfa). The physician advanced a csi viperwire guide wire across the lesions and the oad was loaded onto it. The physician completed 1 run at low, 2 runs at medium and 1 run at high speed for 30 seconds each in the distal sfa. The physician then treated the mid sfa with 1 run at low, 2 runs at medium, and 1 run at high speed for 30 seconds. The physician continued to treat the proximal sfa with 1 run at low, 1 run at medium, and 1 run at high speed for 30 seconds. The physician removed the oad, but when trying to remove the guide wire, angiography revealed that the end of the wire was bent. Once the wire was removed, angiography revealed the peroneal artery was occluded. It could not be determined if the occlusion was due to embolization or a flow limiting dissection. The physician performed balloon angioplasty and successfully resolved the event. The patient left the procedure in stable condition. Additional information has been requested, but none has yet been received.